Event description:
An attempt was made to deploy a 3.0mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in to a pt. The target lesion, located in the proximal portion of the rca, was described as tortuous and calcified with 95% stenosis. Prior to this, one other endeavor sprint rx was successfully deployed to mid rca. However, it was reported that as resistance was encountered attempting to advance the relevant device through the guideliner and across the lesion, some force was applied. It was reported that the relevant stent dislodged at the ostium of the rca during attempts by the physician to withdraw the stent and delivery system back into the guideliner. The physician attempted to retrieve the dislodged stent using a balloon and 2 additional guidewires; however the stent moved down to the pt groin and remained in the pt. It was reported that the pt was sent to surgery and had bypass. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: tortuosity, calcification, stenosis; stent dislodgement; guideliner; no device received for eval. Eval, conclusions: tortuosity, calcification, stenosis.